Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion, opening on valve bond edge and delamination on the valve. Microscopic analysis was performed which identified, sharp opening on valve bond edge a total delamination (100%). Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). A sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.